Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain. It was reported there was a loss of stimulation. The patient said she couldn't feel the stimulation down her left leg. The event occurred in (B)(6) 2015. The patient was scheduled to meet with the manufacturer representative and healthcare professional to troubleshoot the issue. Additional information received from the healthcare professional reported that the cause of the loss of stimulation was not yet determined. However, the patient was sent for an x-ray of the I-spine to see if the patient's one, midline lead had shifted out of position. The results were unknown at this time. An scs revision will be considered if the lead was out of place, causing the loss of stimulation. A supplemental report will be sent should additional information be received.